Event description:
Perceval pvs25 was attempted to be implanted on (B)(6) 2017, due to patient annulus anatomy it was decided to replace the perceval with a stented valve size 21. Patient did not survive to the surgery.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4) were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Corrected data: outcomes attributed to adverse event, corrected data, initial medwatch reported the death which is captured in MFR. Report number 3004478276-2017-00068, therefore should just be intervention taken as this valve was explanted prior to the patient's death type of reportable event, corrected data, initial medwatch reported death but this should be serious injury as patient underwent explant of device and implant of new device prior to death which is captured in MFR. Report number 3004478276-2017-00068.